Event description:
The customer stated that she was treated by the paramedics for low blood glucose levels on her first day of insulin pump therapy. The customer stated that her blood glucose reading was 58 mg/dl and it wouldn't come up for over an hour. The customer declined to perform any troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.